Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to unknown non-product experience. Additional information obtained from the field which indicated that the lead was pulled back and was no longer functional. Thereafter, a new lv lead was positioned with appropriate function. No additional adverse patient effects were reported.